Manufacturer narrative:
(B)(4).

Event description:
The pt and his family noticed a change in this therapy; the pump was delivering baclofen and bupivacaine. The team looking after him decided to conduct a dye study; they were unable to aspirate from the catheter access port. Therefore, the pt was scheduled for a revision surgery. As the actual pump was uncomfortable for the pt in its current position (due to pt's usual position in his wheelchair), it was decided to replace the entire system and move it to the pt's opposite (left) side. There was reported to be no pt injury. It was thought that the pt was doing well following the system replacement.